Event description:
In may 2006, the lay reporter, the lay pt's friend contacted lifescan (lfs) alleging that the pt's two step enhanced meters were reading inaccurately low in comparison to the doctor's meter eight days later the medical affairs spec. (Mas) spoke with the pt ot obtain/verify the following information: "about one year ago" the pt was feeling dixxy and "il". He had continued to take his daily oral diabetes medications(s). He said he took more than one type of pill, but did not know the names or dosages of his medications. The pt tested his blood glucose with both sure step enhanced meters and obtained readings of "about 100mg/dl" on both meters. He went to the ER where a "high blood glucose result was obtained; he could not recall the specific result. He said he was treated with medication and released to home. He did not recall if he received an injection or oral medication in the ER. The pt told the mas he started testing with another, non-lfs, meter after the incident because his lfs meters had allegedly read low. The customer care advocate (cca) confirmed that the pt used correct testing technique. The cca educated the reporter regarding the use of control solution for quality control testing. The cca also reviewed the importance of not testing with expired test strips, which can cause inaccurate results. The pt told the mas that he did not knoe if his test strips ere wxpired at the time od the incident. Both the sure step enhanced meter and the pt's other sure step enhanced meter were replaced. The pt told the mas that he received the replacement meters, but he has continued to test with a different meter. The complaint is reported because the pt obtained a result "allegedly in the 100 mg/dl range" while experiencing symptoms that could suggest hyperglycemia. A :high" blood glucose result was obtained in the hosp ER and the pt received medication as treatment.